Event description:
The device was returned to the philips service center for evaluation with a customer complaint of no air flow from the device; the customer¿s complaint was confirmed. During the evaluation, it was noted that the iso port kit was contaminated and burned and the pca was alos burned. In conclusion, the device's iso port kit and pca parts were replaced to address the issue. Additionally, during the service of the device, the following parts were replaced due to contamination: blower box, blower outlet seal, and the water tank. The device passed all final testing. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.